Event description:
It was reported that the handpiece is overheating at user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for heat was confirmed by the technician through functional testing, disassembly and visual inspection. Through visual inspection, the technician confirmed the e box did not work correctly. The e box was replaced. The drill was repaired and returned to the customer after passing final inspection.